Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Pt info: unknown, information not provided. Expiration date(s): unknown, as the lot number was not provided. Lot number(s): unknown, information not provided. UDI number(s): complete UDI number(s) is unknown, as the lot number(s) was not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, as the product is not implantable. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a lot number was not provided. If there is any further, relevant information a supplemental medwatch will be filed. Device manufacture date(s): unknown, as the lot number(s) was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that four (4) patients experienced corneal epithelial decompensation in association with the use of healon endocoat (vt585u). Reportedly, the patients had corneal abrasion but all have healed. No additional information was provided.